Event description:
I had surgery in 2006 for uti. At first everything was fine until about six months after surgery I started to bleed. Then I started having uti's often, and still do. I started losing weight without trying and started having excruciating pain in my abdomen. Eventually I had gotten to the point that I couldn't even urinate. It would come out as droplets. I prayed for help and eventually found a doctor in (B)(6) to remove as much of the sling that he could. I am now disabled and continue in pain from my surgeries. This has truly been a life altering situation for me. If I knew all the possible effects from having this sling, I would have never had this surgery.